Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeons noticed that the monopolar curved scissors (mcs) had lost movement and showed a ruptured cable on the screen. The mcs were removed from the patient's cavity, the tip cover accessory was removed and the rupture was observed. The mcs were removed and replaced by another, allowing the continuity and completion of the procedure without complications. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.